Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v008504, implanted: (B)(6) 2006, product type: lead. Product ID: 3037, product type: programmer, patient. (B)(4).

Event description:
The consumer reported that there were issues with the programmer, she was trying to increase stimulation but it did not allow her. Troubleshooting resolved the issue. The patient lost 90lbs and the implantable neurostimulator possibly moved. The patient thought it could have moved. There was a gradual change in therapy/ symptoms for the past 9 months prior to report. The patient needed 2 new ID cards. No further information was provided. If additional information is received, a follow up report will be sent. ***information omitted about hysterectomy not pertinent to event***